Event description:
Customer reported the unicel dxc 600i synchron access clinical system had reagent probe b leaking. The leak was about 10 ml and it was contained to the drip tray of the instrument. Customer was wearing gloves and no one was exposed to the leaked fluid. As a result of the leak multiple erroneous results for magnesium (mg), blood urea nitrogen (bun), creatinine (cr-s), glucose (gluc), alanine aminotransferase (alt), aspartate aminotransferase (ast), alkaline phosphatase (alp), ammonia (amm) were generated and reported. Amended results were sent but customer is unaware if any patient treatment was changed. Customer provided results for 24 patients, however analysis demonstrated that erroneous results were found for 21 patients.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a non operational reagent probe b wash collar valve. The fse replaced the valve and restored the system to working condition. This action resolved the reagent probe b leak and subsequently erratic erroneous results.

Manufacturer narrative:
The unicel dxc 600i access clinical system reagent probe b leak was an ongoing issue. There were 3 events related to this reagent probe b leak as follow: MDR 2050012-2015-00126 for event on (B)(6) 2015. This follow up addresses this MDR. MDR 2050012-2015-00134 for event on (B)(6) 2015. MDR 2050012-2015-00135 for event on (B)(6) 2015.